Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml), bupivacaine (5 mg/ml at 0.7391 mg/day), and compounded baclofen (175 mcg/ml at 25.87 mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had noticed an increase in their pain. When they initially followed up at their managing physician¿s office, they temporarily put the patient on oral pain medications. At a subsequent visit for a routine pump refill, the patient reported that they were expecting the pump to be close to empty, but there was a higher than expected residual volume. The amount of the volume discrepancy was unknown to the manufacturing representative (rep). The patient further reported that they were brought back to the office multiple times for sequential dose reductions in preparation for a catheter revision. There were no known environmental factors. Interventions taken to resolve the issue included that the patient was taken to the or for a catheter revision. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. They removed the pump from the pocket and attempted to aspirate from the catheter access port (cap) but had no return of cerebrospinal fluid (csf). They then proceeded to disconnect the pump an d proximal segment from the spinal segment. After doing so, they still did not note any csf from the spinal segment. They attempted to aspirate directly from the spinal segment but were unable to get csf. They then used preservative free normal saline to flush the spinal segment and then were able to aspirate ample csf from the spinal segment. The physician was cautious regarding the amount of drug that was remaining within the catheter prior to flushing. They also flushed the approximal segment with preservative free normal saline as well. Each time, they noted that there was initially some resistance prior to pushing the normal saline through. Because the drug concentration and dosing were going to be significantly reduced in order to prevent symptoms of overdose/toxicity when restarting the infusion, the pump was refilled with a lower drug concentration with a plan to perform a back table prime. When emptying the pump of the old drug, the expected residual volume was 4.6 ml, but actual volume was 20 ml. Once the pump was emptied of the old drug and washed with preservative free, normal saline, they began refilling the pump with the new medication. They were using an 18 gauge coring needle to access the reservoir. They then were unable to completely fill the pump with the new medication, and they also could not aspirate it back out. As a result, the physician determined that the reservoir septum had been compromised so they had to proceed with replacing the pump as well. The reservoir septum was damaged during the case today. They were given a new pump which was filled with the new drug concentrations for a total of 15 ml of drug. The new pump was attached to the existing catheter and the physician again aspirated from the catheter access port with positive return of csf. The pump was then placed back within the existing pump pocket. Ultimately, there were no changes made to the existing catheter. Incisions were then irrigated and closed. The physician believed that there was some sort of build up within the catheter that was obstructing it which they were able to flush out using preservative free normal saline.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2015; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.